Event description:
It was reported that prior to a procedure the clearsign ii amplifier failed to turn on. The procedure was cancelled. There were no patient complications. The device is not expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.